Manufacturer narrative:
Date of event was estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 6940411; common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 7073042.

Event description:
It was reported the patient had a system explant due to ineffective stimulation. Investigation was unable to determine which lead attributed to the issue.